Event description:
After the implantation of the 12mm amplatzer muscular vsd occluder (muscvsd), av block occurred. The muscvsd was surgically removed. Event, implant and explant dates of (B)(6) 2013 are estimates.

Manufacturer narrative:
(B)(4) could not evaluate the muscvsd involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected product was not provided to (B)(4). However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment.